Manufacturer narrative:
The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed

Event description:
Cepheid received a report of a questionable positive result using xpert mpox. Patient was tested on (B)(6) 2026 on mpox clade 1 ldt which resulted in mpox clade 1b detected. It is unknown if that result was reported to the physician. On (B)(6) 2026, the patient was retested on xpert mpox lot 02201 which resulted in mpxv clade ii detected (mpxv CT = 32; opxv CT = 21.8). This result was reported to the physician. On (B)(6) 2026, a second retest was performed using mpox clade 1 and 2 ldt which resulted in mpox clade 1b detected, mpox clade 2 detected (clade 1b CT= 21, clade 2 CT = 22). It is unknown if this result was reported to the physician. On (B)(6) 2026, a third retest was performed by sequencing analysis, which resulted in clade 1b detected. It is unknown if this was reported to the physician. All runs were with the same sample. The sample was collected at a different location and half of the sample was shared with this lab. Initial split of sample was qns to be run on xpert mpox so lab ran it on their mpox clade 1 ldt. Lab then requested additional sample from the other location to run on xpert mpox. When the additional sample was received, they ran it on xpert mpox and then on their mpox clade 1 and 2 ldt due to clade 2 being detected with xpert mpox. Sample was then sent for sequencing. The patient had recently traveled to europe and was in an area known to have clade ib circulating. They came back to the us and were in an area known to have clade ii circulating. There is no known impact to the patient.